Manufacturer narrative:
Correction- d4 updated with full instrument lot/batch. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests successfully. Hard grip force test was performed and it passed "6.0725". There were no failures reported in the logs during testing. There was no physical damage observed on ceramic dots during testing. Moderate amount of debris is observed on the jaws. This might have caused the sticking of vessel sealer jaws. Additionally, the instrument is found to have indented inner jaws. The jaws have several scratches on them. The complaint regarding vessel sealer sticks could not be confirmed by failure analysis. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to debris accumulation on the jaws, causing mechanical sticking and preventing proper jaws closure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic: chest anastomosis surgical procedure, the vessel sealer extend (vse) instrument sticks together despite cleaning several times. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated sticking starts after only a few sealing cycles and even after cleaning, stickiness remains. Tissue was getting caught inside the jaws. They were able to release the tissue by removing the instrument and cleaning it with a wet gauze and no unplanned tissue was excised. There was no bleeding with this event, but the surgeon fears that this could happen if he continues to work with a sticky instrument. Prolongation of the intervention as vessel sealer is not efficacious enough and time is lost while cleaning or exchanging the instrument. There was no health effect on the patient and no post-surgical complications. The patient is having a good recovery.

Event description:
Refer to h11 for follow-up information.